Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. The separation site was jagged and uneven. Conclusion: the investigation is in progress. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured three times due to two implants too deep and one dislodgement. Recapturing is a feature of the enveopro device that allows for additional attempts at accurately positioning the valve. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was noted that the patient had a horizontal aortic root at 66 degrees. This indicates that the probable cause of the positioning difficulties and dislodgment was patient anatomy, but this cannot be confirmed with the limited information available. Positioning difficulties and dislodgment events do not typically indicate a device manufacturing issue. It was reported that during the fourth attempt to deploy the valve, capsule separation of the delivery catheter system (dcs) was noted with a few turns of the handle. The enveopro dcs instructions for use (IFU) gives the following instruction with regard to the number of permitted recaptures: "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." Analysis confirmed the reported complaint of capsule separation. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. Delamination between the capsule outer polymer and the nitinol frame typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In the absence of a fluoroscopic load check or procedural images, the source of these voids cannot be determined. Capsule separation occurs due to excessive compressive forces applied to the capsule. The cause of the excessive compression forces and high tension in the system cannot be determined based on the information available. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Additionally, it is not known how the excessive number of deployments, outside IFU recommendation, may have caused or contributed to the capsule separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not yet been returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to two implants too deep and one dislodgement. The valve loader was experienced with no misloads identified. It was reported an inline sheath was used. During the fourth attempt to deploy the valve, capsule separation of the delivery catheter system (dcs) was noted with a few turns of the handle. It was reported that the capsule came back about 5mm before the separation was noted and the valve was not exposed. A cutdown of the right femoral artery was necessary to remove the device. A second valve was implanted uneventfully. It was noted that the patient had a 66-degree horizontal root angle. No additional adverse patient effects were reported.